Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable low results for an unspecified number of patient samples tested with the sodium electrode on a cobas 6000 c501 module. The customer provided two examples of samples with discrepant sodium results. The first sample initially resulted in a sodium value of 80 mmol/l and it repeated as 136 mmol/l. The values were accompanied by data flags. The second sample initially resulted in a sodium value of 85 mmol/l and it repeated as 137 mmol/l.

Manufacturer narrative:
The field service engineer checked the analyzer and it was in perfect condition. The affected sample was hemolytic and its appearance was suspicious. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.